Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The customer's mother stated that the time was correct but the date was one day ahead. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.